Event description:
Customer reported that needle broke while finishing an anastomosis during a coronary artery bypass procedure. The needle pieces were retrieved. There are no reported adverse consequence to the patient related to this event.